Event description:
Reportable based on analysis completed 30apr2012. It was reported that during a drainage procedure, the stylet was unable to pass through the catheter lumen. The physician stated that during the procedure the stylet was unable to pass through the catheter. No patient complications were reported and the patient's status is stable. However; returned device analysis revealed a break in the suture wire.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - examination of the returned complaint device revealed that the cannulas did not pass through the catheter. The device was received with the suture bunched up inside of one of the holes near to the pigtail and the suture it is also separated in two parts. Moreover, the flexible and the metal cannula were returned and the metal cannula was bent. The metal and flexible cannula could enter into the catheter and also could be retracted without any difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).